Manufacturer narrative:
Device received with partially broken retainer and missing o-ring due to dog chewing. Device received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap or reservoir will not lock properly due to damaged retainer.

Manufacturer narrative:
Unit received with partially broken retainer and missing o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap or reservoir will not lock properly due to damaged retainer. (B)(4).

Event description:
Information received by medtronic indicated that the clear plastic ring fall out, cracked on the keypad and bottom area of the insulin pump. Customer stated reservoir was able to lock in place when inserted into insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.